Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00956. It was reported the patient's lead had migrated. As a result, the patient underwent lead revision, however the lead could not be placed back in position due to the patient's anatomy and previous spinal surgeries. The lead was then explanted. It was reported that effective therapy was established with the remaining lead post-operatively. Note: we are not able to determine which lead was explanted, therefore, both leads are being reported.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00956.